Event description:
It was reported that the right ventricular [rv] lead has had varying and high pacing impedance measurements. Isometrics, positional changes, and pocket manipulation did not produce oversensing. The rv lead is being monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: (B)(4), if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed the rv pacing lead impedance was high and out of range. Out of tolerance subthreshold lead impedance alerts are observed on (B)(4) 2012 and (B)(4) 2012. Many max rv pace impedance weekly measurements are 1000 ohms between the weeks of (B)(4) 2012. Varying max rv pace impedance weekly measurements are seen between 520 ohms and 1936 ohms between the weeks of (B)(4) 2012.